Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The elevator #0 (p/n: (B)(4), lot# 071316f16, qty 2) were returned for investigation. Upon review of the elevators, it was noted that they had fractures at their respective tips. The DHR was reviewed and there were no non-conformances found. There are no indications of manufacturing defects. A complaint review was performed for this part and lot number combination and there is a failure rate of 4%. This rate is less than the afmea rate of 7%; therefore, this is considered acceptable and no further action will be taken. The most likely underlying cause of the complaint is that the elevator tips experienced force in excess of what they were designed to encounter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem d4 lot number d10 device availability g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h4 device manufacturer date h6 method code h6 results code h6 conclusions code h10 additional narratives/data.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). It is unknown at this time if the device will be returned for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument fractured. Attempts have been made and no further information has been provided.